Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca was pre-dilated with an nc euphora balloon, a non-medtronic stent was unable to track so further predilation was carried out and a grade a dissection occurred. The non-medtronic stent was implanted in the rca. No action was taken to treat the dissection. The investigator assessed the event as not related to the device or antiplatelet medication. The patient has recovered.